Event description:
It was reported that, following an unrelated surgery where the ipg was not set to surgery mode, the ipg was unable to communicate with external devices. A manufacturer representative attempted to repair the ipg with no success, deeming the ipg inoperable. In turn, surgical intervention may take place to resolve the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue.